Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty removing the device was confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left circumflex coronary artery with mild tortuosity and mild calcification. The balance middleweight hydro guide wire (gw) crossed the lesion without any issues. During advancement of a non-abbott stent delivery system (sds) on the gw, the sds stopped on the gw without exiting from the guide catheter. Resistance was met during attempted removal of the sds; therefore, both the sds and gw were then removed as a single unit and another bmw and drug eluting stent were used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.